Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg had migrated to the surface of the skin. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg had migrated to the surface of the skin. The patient will undergo a revision procedure. No device malfunction was suspected.